Manufacturer narrative:
B5 - the lens was replaced on (B)(6) 2023 with a shorter length lens and problem was resolved. Reportedly, "patient is happy". Claim# (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; +3.5/+6.0/96 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced excessive vaulting. Lens remains implanted. The cause of the event was reported as unknown.